Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 4.0x20mm sterling monorail balloon was advanced to the target lesion. During the first inflation, the balloon ruptured at 6atm. The procedure was completed with a sterling es balloon without patient complications. The patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)